Event description:
The pump was returned for investigation. Investigation revealed that the force sensor was out of calibration and the force resistance measurement was out of specification. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box showed multiple occlusion alarms follow by "loss of prime" warnings. A rewind, load, and prime sequence was performed with no alarms occurring. The pump was exercised for 24 hours with no alarms. Investigation revealed that the force sensor was out of calibration and the force resistance measurement was out of specification. There was evidence of contamination observed on the force sensor. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6). Correction number: 2531779-03/24/2010-003-r.